Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding a glass fragment in the cement mix involving simplex bone cement was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no items were returned and no photographs were provided. Medical records received and evaluation: not performed as no adverse consequences to the patient or surgical delay were reported. Device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review: review determined that there were no other similar reported events for the lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as photographs of the glass fragments in the cement and the circumstances on how the cement mix was prepared are needed to complete the investigation for determining a root cause. Based on the limited information provided, it is unlikely that the ampoule had fractured prior to use as the packaging appeared unremarkable. It would appear that the ampoule may have been opened over the mixing container whereby the glass fragment fell into the container.

Event description:
It was reported that during primary total knee surgery, it was realized that there was a piece of glass in the cement. Sales rep is unaware how glass ended up in the cement. He thinks that maybe the vial may have been broken and that is how the glass made its way into the cement. There was no adverse consequence to the patient as a result of this event.

Event description:
It was reported that during primary total knee surgery, it was realized that there was a piece of glass in the cement. Sales rep is unaware how glass ended up in the cement. He thinks that maybe the vial may have been broken and that is how the glass made its way into the cement. There was no adverse consequence to the patient as a result of this event.